Event description:
It was reported that the patient was admitted in-hospital after receiving inappropriate therapy due to noise. Low impedance and output circuit damage were noted. Noise was reproducible with provocation testing. Lead was explanted.

Manufacturer narrative:
Analysis found the output circuitry of the device was damaged. Low voltage function tested normal. The cause of the field event was undetermined.